Event description:
It was reported that the customer had high blood glucose levels of 402mg/dl. It was also reported that the customer received sensor error alarms and button error alarms. Customer's blood glucose levels 315mg/dl. Troubleshooting occured, and it was determined that the customer had a bent cannula. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.